Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect and that the therapy never helped their symptoms. After the patient was implanted they did a lot to try to get it to work but the patient never got good results. It was reported that the patient was still peeing all the time and was frustrated that they had had the implant all this time and it didn¿t work for them. It was noted that the patient had heard horror stories about patient¿s that had had the therapy explanted.

Event description:
It was reported that the patient experienced an increase in symptoms over the past 10 days and was unable to increase stimulation due to a side effect of leg shaking. It was reported that the patient had lost weight and the implantable neurostimulator (ins) had dropped in the pocket. Additional information received reported that the patient was dissatisfied with the implant and since day 1, it had not worked right for them. The patient still had to take medicine and wanted to make a complaint. It was reported that the device had caused discomfort to the right leg and vaginal area. At night the patient needed to get up and walk through the house at night because they couldn¿t lie down. It was reported that the patient never had the problem before and had to have their right leg propped up to get relief. It was noted that it had been a couple years ago since the patient had seen a health care provider (hcp).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the information regarding the patient hearing horror stories about patient¿s that had had the therapy explanted does not pertain to this event. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# j0235484v, implanted: (B)(6) 2003, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).